Event description:
It was reported the patient had an advance or advance xp sling implanted on an unknown date. On a later unknown date, the sling was removed due to erosion. No additional patient complications were reported in relation to this event.